Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 400mg/dl. The mother mentioned having multiple issues as high readings, air bubbles, and stripped battery cap. Troubleshooting was performed. The mother stated that the customer also was admitted on (B)(6) 2012, and her blood glucose reading was 856mg/dl at the time. The mother also stated that the air bubbles appeared when she changes the infusion set. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report # 3004209178-2013-90589. Mfg. Report 2 of 2, medwatch report # 3004209178-2013-90590.